Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was located along her spine and was bleeding. The patient's physician recommended that the patient remove the device for 35 minutes each day. The physician also recommended a lotion for the patient to put on the rash. Follow-up indicated that the rash was better and was no longer bleeding.